Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is a non-healthcare professional. (B)(4).

Event description:
Litigation alleges elevated metal ions. Doi: (B)(6) 2007 ; dor: (B)(6) 2008; (right hip).

Event description:
Update ad (B)(6) 2019: (B)(4) has been re-opened due to the receipt of unf and medical records. After review of medical records patient was revised to address failed right total hip arthroplasty secondary to metal hypersensitivity and pain. Revision notes reported an extremely thick rind of soft tissue was identified. Updated patient's initial, updated patient harm from surgical intervention to device revision or replacement(head, liner).

Manufacturer narrative:
H6 patient code: no code available (3191) used to capture the device revision or replacement depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.